Manufacturer narrative:
Investigation is not completed. Additional info has been requested. Trends will be evaluated. Event device code is addressed in the package insert. This report will be amended when the investigation is complete. This event occurred in another country. This is the same event as 1043534-2007-00123, 00125.

Event description:
Allegedly revised due to poly wear.